Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.